Event description:
The patient's pump and catheter were replaced on (B)(6) 2010 (see manufacturer's report #3007566237-2010-07998). On (B)(6) 2010, the health care professional discovered a cerebrospinal fluid leak. The hcp applied dura-seal to the back area to "cover up any csf leak." This did not resolve the problem and the patient had csf in his back and in his pocket. The hcp "wanted everything to heal up, and then bring the patient back" so the entire system was explanted on (B)(6) 2010. During the explant, the hcp discovered that the catheter was fractured. The hcp removed 16.62 cm of the catheter and left 14.3 cm of the catheter because, the hcp did not feel that it was appropriate to dissect down that far. The medications being delivered via the device system were dilaudid and bupivicaine. It was noted that the dosage was better maintained with this device set than with the set that was explanted on (B)(6) 2010. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).